Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Facility address and telephone not available for reporting initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the thread of the dynamic hip screw/dynamic condylar screw (dhs/dcs) coupling screw broke during an unknown hip procedure on (B)(6) 2018. All fragments were retrieved. Surgery was completed successfully with no adverse consequences to the patient. This report is for one dhs/dcs coupling screw. This is report 1 of 1 for (B)(4).